Event description:
It was reported that patient death occurred. The patient presented emergently with significant disease in the proximal segment and with collaterals formed from the right coronary artery. The 90% stenosed target lesion was located in a mildly tortuous ostial left anterior descending artery (lad). The vessel was wired with a non-boston scientific device and pre dilated with a 3.00 x 12mm balloon. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the first pass, a weird sound was noted from the machine. Afterward, the device was unable to be removed from the proximal lad; the physician thought the catheter got stuck behind a stent strut. The opticross was removed intact using a 2.00 x 12 balloon. However, during this time the patient had bradycardia and received a temporary pacer. After device removal, the left coronary vessel was visualized and found to be occluded on the left main at the bifurcation of the circumflex (cx) and lad. Both arteries were rewired and diminished flow was established to the lad but none to the cx. Code procedures were initiated following numerous runs of ventricular tachycardia, but the patient was pronounced dead 45 minutes later. The official cause of death was cardiac arrest.

Event description:
It was reported that patient death occurred. The patient presented emergently with significant disease in the proximal segment and with collaterals formed from the right coronary artery. The 90% stenosed target lesion was located in a mildly tortuous ostial left anterior descending artery (lad). The vessel was wired with a non-boston scientific device and pre dilated with a 3.00 x 12mm balloon. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the first pass, a weird sound was noted from the machine. Afterward, the device was unable to be removed from the proximal lad; the physician thought the catheter got stuck behind a stent strut. The opticross was removed intact using a 2.00 x 12 balloon. However, during this time the patient had bradycardia and received a temporary pacer. After device removal, the left coronary vessel was visualized and found to be occluded on the left main at the bifurcation of the circumflex (cx) and lad. Both arteries were rewired and diminished flow was established to the lad but none to the cx. Code procedures were initiated following numerous runs of ventricular tachycardia, but the patient was pronounced dead 45 minutes later. The official cause of death was cardiac arrest.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed kinked in the telescope assembly and the imaging window was twisted. The distal end of tip was tear, but the guidewire exit port was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.